Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a disconnection between the transmitter and receiver modules, the endoscopic image could not be displayed, and error e226 appeared. A root cause could not be identified. Based on the investigation results, it is likely that the malfunction was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed a frozen image. This issue was identified during a nasosinusal endoscopic therapeutic procedure. There were no reports of patient harm.